Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿did not detect upstream occlusion¿ was not reproduced. The device was tested for ultrasonic sensor upstream occlusion and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion alarm during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.